Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place. Insulin pump received with cracked keypad overlay and serial number label missing. Insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify automode feature defect due to unresponsive buttons.

Event description:
Information received by medtronic stated that the insulin pump had stuck button alarm. Customer stated they were able to clear the alarm. Buttons were responding. No harm was required during medical intervention. The insulin pump will not be returned for analysis.